Manufacturer narrative:
This device was not returned to the manufacturer. Partial screw remains implanted.

Event description:
The dentist reported the screw fractured in the implant. The dentist has been able to remove the top part of the screw but the tip is still lodged.

Manufacturer narrative:
The product did not return for evaluation, however x-rays were provided by the customer. Based on the x-rays received, the fractured condition was confirmed. The lot number for the screw lot was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.